Event description:
Procedure type: low anterior resection. Patient gender: male. According to the reporter: the instrument fired and upon leak test an incomplete staple formation was observed. The anastomosis was cut out and used another device to complete the procedure. No abnormal bleeding occurred and the surgical time was extended 10 minutes. No patient injury was reported.